Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/28/2019.

Event description:
The customer reported a low leak co2 rebreathing risk error. No patient or user harm was reported.

Manufacturer narrative:
Date rec'd from MFR: 19nov2019. The customer's bio medical engineer confirmed the reported carbon dioxide (co2) rebreathing risk issue. The customer's bio medical engineer reported replacing either a flow or pressure sensor gone bad causing an erroneous low-leak alarm on the exhaust port. The determination could be made that the device failed to meet specifications. Though it is unknown if the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.